Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) male pt to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, distribution node (dn) pca exhibited a programming fault. The cause of the code 204 and incoming test failure is an inability to properly communicate with the monitor. The cause of the inability to communicate is corrupt programming. The root cause of the corrupt programming cannot be positively identified. No adverse event resulted from the corrupt programming. The pt received a replacement electrode belt.